Event description:
It was reported that the attachment overheated. This was noticed during a procedure just prior to use. A backup was readily available and was used to complete the procedure with no delay. No user injury was reported.

Manufacturer narrative:
The device was returned to the manufacturer and the quality investigation is still ongoing. A f/u report will be submitted when the investigation is complete.